Manufacturer narrative:
H3: device evaluation: lens was returned in a microcentrifuge tube, dry with residue/debris on the product. Visual inspection found the lens haptic deformed. Dimensional inspection found the lens within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: refractive surprise, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was exchanged with a same length but different power lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6- device history record (DHR) review: based on the results of the investigation, the DHR review indicates that the product has been manufactured within the established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).